Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 1 message on her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed she obtained the error 1 message on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the error message. She alleged that a few hours after the start of the alleged issue, she developed symptoms of low energy. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of an acute diabetes excursion, nor did she receive treatment for any symptoms. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.